Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Patient reported that the keypad cover was peeling. Reportedly the issue started about 2 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found no cosmetic damages. Investigation found that the keypad cover was peeling while all the buttons responded properly. Removal of the keypad cover did not find contamination under any of the button contacts. Unrelated to the keypad issue, a crack was found in the battery compartment.